Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "gas loss in iab circuit alarms" issue. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had multiple "gas loss in iab circuit alarms", while in use on a patient. A getinge company representative went over troubleshooting steps with the customer. The intra-aortic balloon (iab) catheter was suspected to be the issue, as the iabp alarmed shortly after insertion. The iabp was changed at the time and alarms continued. After troubleshooting the iabp, the customer could not determine a clinical reason as to why this malfunction occurred. The doctor opted not to replace the iab. No adverse event was reported.